Event description:
It was reported that: the patient began experiencing extreme swelling in (B)(6) 2012 in the lower part of her left leg. She mostly experiences the swelling when the weather is humid. She has recently noticed a rash of small red spots under the surface of the skin in her left and right legs extending from her knee to her foot. The patient has an appointment for blood test on (B)(6) 2012. She is scheduled to see her physician on (B)(6) 2012 for test results and a follow-up examination. Update: it was reported that the patient is experiencing pain and has patient has a calcium deposit in the right hip as per blood work.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.